Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 520 mg/dl. Customer's blood glucose value was 400 mg/dl after turning off the sensor. Customer's blood glucose was treated with insulin pump. Customer received insulin flow blocked alarm. The insulin pump will not be returned for analysis.